Event description:
It was reported to medtronic minimed that the customer experienced scratches on screen that made it hard to read, the battery not lasting the full seven days, and battery rejections. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No failed battery test, low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 22:58:01 after more than 7 days at 10.0 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 02:15:01 after more than 7 days at 12.11 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 14:07:00 after more than 7 days at 11.76 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had minor scratched lcd window, scratched case, cracked keypad overlay, stained keypad overlay. Failed battery test, charge/battery lasts less than expected, low battery life not confirmed. Minor scratched lcd window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.